Event description:
Six days after receiving a micro driver bare metal stent along with two cypher stents, the patient complained of chest pain and also had an abnormal ECG. Coronary angiogram later revealed a thrombus in the bare metal stent and one of the cypher stents. The procedure was an elective case targeting a type c de novo vessel with a calcified lesion 35mm long and 2.5mm in diameter in the proximal and mid left anterior descending coronary artery. Pre-dilatation was conducted with a balloon (2.5/15mm) at 12atm for 20-30 seconds. Bms (micro driver 2.5/18mm) was implanted at 12atm for 20 seconds because the initial cypher could not reach the target lesion. Then the 1st cypher (2.5/18mm) was implanted at 18atm for 20 seconds proximal to the bms and 2nd cypher (2.5/28mm) was implanted at 18atm for 20 seconds proximal to the 1st cypher. Three stents were overlapping each other. Post-dilatation was conducted with a balloon (2.5/15mm) at 20atm for 20 seconds. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 2 and 3 after the procedure. Act was not measured. Six days later, the patient complained of chest pain with an abnormal ECG. Coronary angiogram was conducted and thrombus was observed from the 1st cypher (2.5/18mm) through the bms. It was not observed in the most proximal cypher (2.5/28mm). The thrombus was treated by balloon angioplasty. According to the physician, the thrombus occurred because the stents were under dilated.

Manufacturer narrative:
Although this product is not sold in the united states, it is similar to a product that is sold in the united states. Add'l info will be submitted within thirty days upon receipt.